Event description:
I had a left inguinal hernia, direct and a lipoma, left anterior abdominal wall back on (B)(6) 2004. I had two pieces of bard mesh placed into my body, 1- perfix plug medium, monofilament knitted polypropylene, (B)(4), lot # 43fod096, and 1- piece of bard mesh 3' x 6" monofilament knitted polypropylene, (B)(4) lot # 43hnd045. Since I had the operation, it always looked a little abnormal in the way my body looked, there was always a bulge in my abdomen wall. For the past three years, I have been having problems with sharp cutting pains in the hernia area, with lower back pain. Now, for the last past month I have had a great deal of swelling in the left abdominal wall where the hernia surgery was performed. The swelling will extend from my outer hip bone down thru the hernia and into my groin and leg. There was no event that I can remember that would cause this. I went to the local hosp, and they gave me a cat scan, and said I do have a small hernia at my belly button, and that the mesh was probably not holding and would need to be replaced, and to go to see my surgeon. I went to the surgeon's office on (B)(6) 2010. He looked at the cat scan and looked at my swelling of the abdomen. I told him all the symptoms I was having and asked if the mesh could be taken out; he answered "no", that would not be a good idea. I showed him the medical records of the mesh that was inside of me and he said that we don't use that mesh anymore because it shrinks and is not flexible, so we are using a new bigger mesh with bigger holes in the mesh for more flexibility. Now, he told me that I did have a small hernia at my belly button, and that the swelling was from a lipoma, and I explained that the swelling goes way down when I go to bed and wake up. I did not have insurance, and I still paid (B)(6) for him to tell me to put a support around my abdomen and go to work. I was very disappointed in his diagnosis. I call a hernia doctor in (B)(6), he read my operative report and told me that the mesh was causing my problems, and it needs to come out. I tend to agree that the mesh is causing my swelling and pain, not a lipoma. To this date, I still have swelling, pain, and no money, can't work, on the edge of bankruptcy.